Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-60088.

Manufacturer narrative:
The insulin pump alarmed constantly for a motor error during the rewind due to a corroded motor home switch. The displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test could not be performed and no motor encoder position error could be verified in the alarm history screen due to the motor error alarm. No unexpected reset to factory default was noted. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window, a cracked reservoir tube lip and a slightly bleeding lcd glass.

Event description:
Customer reported he was hospitalized for diabetic ketoacidosis. Call was disconnected and was unable to collect further information. Attempts were made to call customer back. No further information reported.